Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from date appointment date on (B)(6) 2025.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to high impedances following a fall and the integrity of the system was in question. It was also reported that the patient needed magnetic resonance imaging (MRI) for unrelated health issues. The patient was doing well postoperatively, and the explanted device was discarded by the facility.